Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 34 mg/dl. Reportedly, the customer's basal rate was too high and was adjusted to address the event. The school nurse monitored the bg level and provided the customer with carbohydrates to address the bg. Additionally, it was reported that the customer/contact forgot to fill tubing during prior to resuming insulin therapy on multiple supply changes. Bg was 300-400 mg/dl with large ketones. Reportedly, the ketone level was identified as life threatening by a healthcare provider. The customer reverted to manual injections until bg returned to target and then the customer resumed pump therapy.